Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Foreign substance in package.